Event description:
The customer reported that the achieva ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The evaluation is still ongoing a follow up MDR will be filed once the evaluation has been completed.